Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: analysis of the returned device identified: weight to the spec. Bubbles in the gel observed after autoclave cycle the unit is not rupture. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient representative reported right side concern with product. Later, healthcare professional reported, an extracapsular rupture and exchange from a textured to smooth breast implant due to the patient¿s concern with the product. The device as been explanted and replaced.